Event description:
Event description guidant received information that this implantable cardiac resynchronization therapy-defibrillator (crt-d) gave a warning message upon interrogation, following shock delivery. The warning alerted the clinician to an out-of-range impedance measurement. Noise was observed on the ventricular rate/sense channel. A guidant technical services consultant recommended device replacement, as well as thorough lead inspection and testing during the replacement procedure. Due to the patient's thrombocytopenia, device replacement was delayed. The device was later replaced without further incident and was returned for laboratory testing.